Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected, and no anomalies were noted. However, the pump had corroded electronic and motor assemblies. The pump also had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer stated the insulin pump was filled with water. Customer's blood glucose was unknown. The customer also reported there was fluid under the lcd display. The customer stated they did not drop the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.